Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with 430cc mentor memorygel breast implants and experienced rupture and baker grade iii-IV capsular contracture on the right side postoperatively. As a result, the patient underwent unilateral device removal and replacement with a similar 430cc mentor memorygel breast implant, catalog number 3505430bc, serial number (B)(4) on (B)(6) 2021.

Manufacturer narrative:
Additional information: on (B)(6) 2021, mentor became aware that the patient also experienced late onset seroma on the right side. Manufacturer's reference number: (B)(4).